Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the bearings and shafts were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral head osteotomy (fho) surgical procedure, it was discovered that the sagittal saw attachment device did not work. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.